Manufacturer narrative:
The investigation for the reported controller failure issue has been completed. The product was returned (no exact return date available), and the issue was confirmed. Data analysis: complaint was confirmed via the console logs. Imc logs revealed that the console triggered a controller failure (loss of communication to pud) and would also not pass system self-check few days later. Device analysis: the failure was reproduced in fs aachen. Per the results of the clinical review and investigation, the root cause was determined to be a defective pud board. The cause of the defective pud board was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the aic experienced a controller failure red alarm. There was no report of patient harm or injury.